Event description:
It was reported that the 9400 system experienced a battery fail. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the batteries need to be replaced. Batteries have been discontinued by ge oec and are obsolete. Suggested to customer that they try to source service through third party.